Event description:
It was reported to boston scientific corporation that a sensation small oval snare was used in the ascending colon during a colonoscopy with polypectomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the device would not transmit current. The snare loop was not able to cut the polyp, it would not even turn the tissue white. There was no issue with the active cord, which was securely connected with the snare. The procedure was completed using another sensation snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event of failure to cut. Reported event of failure to transmit current. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found a kink near the distal end of the catheter. The device extended and retracted with no issues during functional testing. Electrical resistance testing was performed and found the device within manufacturing specifications. The condition of the returned device was not consistent with the complaints of loop unable to cut and would not deliver cautery. The device showed neither evidence of the alleged issues, nor any defect which could have contributed to the event.

Event description:
It was reported to boston scientific corporation that a sensation small oval snare was used in the ascending colon during a colonoscopy with polypectomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the device would not transmit current. The snare loop was not able to cut the polyp, it would not even turn the tissue white. There was no issue with the active cord, which was securely connected with the snare. The procedure was completed using another sensation snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.